Event description:
Loose hardware, the screw that goes inside the suction cup was loose, and dealer was not able to get the screw back in place, he replaced it with legs he had in stock. Unit was sold on (B)(6) 2014 per dealer.